Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (5 mg/ml at 1 mg/day) via an implantable infusion pump for non-malignant pain. It was reported that the patient started to experience a lack of pain relief from the pump in (B)(6) 2021. The factors that may have led or contributed to the issue were unknown. The patient came in for a catheter dye study on (B)(6) 2021 and the catheter could not be aspirated. On (B)(6) 2021 , the catheter was replaced. The old catheter was tied off in the pump pocket. The issue was resolved at the time of report. The patient's medical history was asked and will not be made available. The patient's status at the time of report was alive - no injury.